Event description:
One phlebotomist who used this device a long time, got stuck on his right middle finger. When activating the device, he claims it clicked and fully activated. He placed it on the bed. When picking up a portion of the intravenous needle, was still exposed and he got stuck. First aid given. Employee and pt both tested for human immunodeficiency virus, hepatitis c virus and hepatitis b virus. All results were negative.